Event description:
It was reported, the patient had "accidentally tazered herself" 2 months prior to report. The patient had changes in pain pattern, and the patient's "changes in stimulation pattern" correlated with the event. The device was put in for the back, and the patient had good stimulation in the back. The patient had new foot pain, however when capturing foot pain, the patient would lose some back coverage. The patient wanted expanded coverage. No error message or stimulation issues were reported.

Event description:
Additional information stated the patient's system was explanted.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead; product ID, 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead; product ID, 3550-39 lot# n293822, implanted: 2011 (B)(6), product type accessory. (B)(4).